Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device returned: dry blood and contrast agent was found in the circuit and a twisted point was detected on the balloon, at 48 mm from the tip. The inspection did not report any other abnormality on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon showed pronounced wrinkles in the middle of the balloon. - 2 bar: the balloon kept showing wrinkles in the middle of the balloon and a change in profile. A pinhole was noticed in the proximal area of the balloon. Methods: visual inspection. Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat a lesion below the knee using in.pact pacific paclitaxel eluting balloon catheter, it was reported that while attempting to inflate the balloon, a twist was noted in the balloon and therefore balloon failed to inflate. The vessel was little tortuous and lesion moderately calcified. The device was inspected before use. Purging or prepping was not performed on the device prior to use. The issue that the device could not expand fully was not due to vessel morphology or inflation pressure applied. There was no resistance noted while advancing the device to the lesion. Physician used another in.pact pacific to complete the procedure. No patient injury or other sequelae reported for this event. ¿please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.